Event description:
As reported, during a procedure on (B)(6) 2021, when the surgeon attempted to fixate an unknown mesh using the bard/davol optifix straight fixation device, a broken fastener deployed. It was reported that the mesh could not be fixated using the device and the broken fastener was removed from the patient's body. As reported, the surgeon is an existing user of the device and there was no reported patient injury.

Manufacturer narrative:
As reported, the optifix straight fixation device deployed a broken fastener. The subject device was returned for evaluation. Initial evaluation of the sample finds no abnormality. Functional evaluation of the sample finds that the reported event of deployed broken fastener could not be reproduced. The device functioned as intended deploying the remaining fasteners with no issues. There is no damage to the device that would have resulted in a broken fastener deploying. No manufacturing anomalies were found. Review of manufacturing records finds the product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿